Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fiber bundle returned wet with indication of blood exposure. Coagulated blood was noted between the polyurethane (pu) cut surface and header end cap (screw flange) on both ends of the dialyzer. Gross visual examination of the device noted a polyurethane (pu) delamination on the non-cavity ID end of the dialyzer. The delamination manifested as separations of the pu (potting material) from the dialyzer housing (wall) at approximately 270 degrees to 90 degrees with the dialysate ports at 0 degrees. The delamination in the polyurethane (pu) potting extended under the silicone o-rings. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle did not reveal any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, and/or kinked, looped, or short fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A review of the device manufacturing records was performed on the reported lot. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Delamination of the polyurethane (pu) potting compound was observed on the non-cavity ID end of the dialyzer. The delamination in the potting extended underneath the silicone o-rings and compromised the seal between the pu material and the o-rings, which may have allowed a leak pathway into the dialysate compartment. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used to positively confirm the presence of blood. Blood was observed leaking from the red hansen port of the dialyzer. No dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 150 cubic centimeters (cc). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.